Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) lead was replaced due to an unknown reason. No additional adverse patient effects were reported. The location of the explanted device is unknown.